Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue: cs069. There was no indication that the product caused or contributed to an adverse event. The device was returned and investigated on (B)(6) 2017 with the following findings: on investigation, the pump powered on and emitted a call service alarm cs69. The pump was unable to recover from the call service alarm after being restarted. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.